Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior tibial artery with disease and some calcification. The 3.0 x 80 mm armada 14 balloon catheter was prepared per the instructions for use prior to use in the anatomy and advanced to the lesion without issue. During the first inflation, a balloon rupture occurred at 12 atmospheres. A new armada 14 balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.